Event description:
Consumer reported complaint for dead meter. Customer has had the meter for a year and the battery has never been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter did not power on when a test strip was inserted or when using the power button. The customer feels well and did not report any symptoms. Customer stated the day before he had gone to the hospital due to his diabetes. Customer stated he had been unable to test his blood glucose due to the true metrix meter not working. Customer stated his blood glucose had in the 300's mg/dl and the diagnosis had been high blood glucose. Customer had been discharged the same day.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.